Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During removal of the opticross catheter the catheter sheath and tip broke off inside the patient's left anterior descending artery (lad). The remainder of the device was removed from the patient. The physician attempted to remove the device fragment from the patient using snares, wires, and balloons, however they were unable to do so. A stent was eventually placed in order to pin the unretrieved device fragments to the patient's vessel wall. The patient fully recovered.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. During analysis it was revealed that the distal part of the catheter tip was detached. It was not possible to confirm the reported sheath detachment, it was visually inspected and no damage that could be related to the reported event was found. No problem detected is the assigned cause for the reported sheath detachment. Regarding to the tip section detachment, it is a ductile material which under tensile force tends to stretch and detach. A tensile force could be found in this area when a guidewire is inserted at a certain angle and due to the rigidity of the wire, and the angle in which is found, it is possible that the wire would push against the inner walls of the monorail assembly, which could lead to the observed damage in the tip section. Since it was confirmed that the manufacturing process was successful, it is possible that this issue occurred during the procedure, either during insertion or extraction of the device, or due to the handling and manipulation from the user. The assigned cause for the encountered detachment is: adverse event related to procedure.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During removal of the opticross catheter the catheter sheath and tip broke off inside the patient's left anterior descending artery (lad). The remainder of the device was removed from the patient. The physician attempted to remove the device fragment from the patient using snares, wires, and balloons, however they were unable to do so. A stent was eventually placed in order to pin the unretrieved device fragments to the patient's vessel wall. The patient fully recovered.